Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose level was unknown. The customer reported that the insulin pump was malfunctioning and that is why they stopped using. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.